Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the hospital. Upon interrogation, the right atrial lead exhibited high capture thresholds, intermittent sensing, and dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece measuring 46.2 cm with the helix extended and clogged with blood/tissue. Visual and x-ray examination found no anomalies. No conductor fractures or internal shorts were noted. The reported events of high capture thresholds, intermittent sensing, and dislodgement were not confirmed.